Event description:
The customer reported a leak around the threads of the valve. The customer's note received with a returned product reported "blood leaking around hub @ i.v. Start." The event occurred in the emergency department. There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.